Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's father reported via phone call that the insulin pump had compromised force sensor system and damage. The customer's blood glucose value was 135 mg/dl. It was reported that while trying to rewind the pump, insulin was squirting out during the manual prime process. Customer stated insulin continues to drip after motor stops during the manual prime process also reported the drive support cap was protruded. The device will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement test. Device received with motor error alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform prime test, excessive no delivery test and occlusion test or verify a33 alarm due to motor error alarm.